Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had unacceptably high defibrillation thresholds. Patient presented in the hospital after receiving multiple appropriate high voltage therapies. All shocks delivered, failed to convert the patients arrhythmia which apparently broke on it's own because no external defib was delivered. A shocking coil was added in the azygos vein. They tested the device and they were able to shock the patient out of vf. The patient was stable at the time of the event. Patient will continue to be monitored.